Event description:
Customer received a result of 4.1 mmol/l on the aviva system and a result of 7.2 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva system (lot number 491975, expiration date 05/30/2015). (B)(4).